Event description:
"S/p b subgl infra gels (? Size/type/MFR-no records) in 1981 for augmentation. She denies decrease in size, change in texture/shape or h/o trauma, but does c/o increased heaviness and b burning pain x 8 mos. Her main c/o is systemic sx's, progressively disabling which include arthralgias (+ am stiffness)/myalgias, paresthesias, dysesthesias, spasms, fatigue, sleep disturb, sore throats, lo grade fevers, night sweats, ha's, visual probs, dizziness, memory loss, sicca, hair loss, oral sores, rashes, sens sun/cold, sob/cp/costochondritis, choking sens, wgt fluctuations, and gi/gu disturb, plus pelvic pain/dyspareunia. Pt is otherwise healthy."